Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed ten other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported by healthcare professional "patient that had a leaking catheter lumen. It had to be replaced as the patient was being discharged with a PICC to a facility." No other information was provided.